Event description:
The customer reported that he experienced a high bg reading (315 mg/dl) within the first day of activating a pod. In response, he attempted to program a bolus but "the pod didn't show any sign of delivering it." A second bolus was attempted and there was "still no visible sign of insulin flow." He also noted that "the clicking sound usually associated with bolus delivery was very weak." The pod will be returned for evaluation.

Manufacturer narrative:
The product was returned and evaluated. The evaluation indicates a problem with the retainer that allowed a component to move resulting in damage. This damage prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over- pressurized (though no "crackling" noise or resistance during the fill process was noted in this report). The omnipod user guide states: 'warning: never use a pod if, during fill, you detect any crackling noise or resistance while depressing the plunger of the fill syringe. Using a pod with these conditions could result in under-delivery of insulin." The user is also instructed in the user guide to monitor blood glucose levels frequently. By following these recommendations, the user became aware of their high blood glucose and started a new pod or backup therapy if needed.